Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(6).

Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -9.50/2.5/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on an unknown date. On 01-sept-2022 the lens was exchanged for a same model/ size lens but different power of -10.50/3.0/061 (sphere/cylinder/axis) due to refractive surprise.

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -9.50/2.5/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens implanted; removed and replaced intraoperatively for a same model/ size lens but different power of -10.50/3.0/061 (sphere/cylinder/axis) due to refractive surprise. The replacement lens resolved the problem. Cause reported as user error. " a wrong lens was ordered resulting in a refractive surprise." H6: device code 1494: off-label use (acd < 3.0mm). Claim #(B)(4).